Event description:
On (B)(6) 2018, the patient/lay user contacted lifescan (lfs) USA, alleging that when she received her order, the literature was in spanish, therefore she was unable to use the meter. The complaint was classified based on customer service representative (csr) documentation. The csr noted the patient did not want to provide any information. The patient stated she could not confirm when the issue had occurred. She reported that because she was unable to carry out a blood glucose test, she developed symptoms of ¿sweaty and shaky¿. The patient did not confirm if any treatment was required or received in response to the alleged symptoms. During troubleshooting the csr noted that there was literature missing from the package. The only literature was in spanish. No other troubleshooting was possible, as the patient disconnected the call. This complaint is being reported because the patient reportedly developed symptoms of a serious injury adverse event after the alleged product issue began. There is insufficient information to rule out the contribution of the subject product to the event.